Event description:
One colon cancer pt generated an initial cell-dyn 1800 hemoglobin result of 8.3 g/dl using a fingerstick/microtainer collection system. The sample was run immediately after being drawn. As the pt's hemoglobin was typically not this low and the pt's physician questioned the result, the lab repeated the same sample in 20 minutes. The fingerstick repeat genearted a result of 10.1 g/dl. The customer states their control results, and background checks were all within specifications with the analyzer performing as expected. There is no impact to pt management reported.